Manufacturer narrative:
The investigation was completed by conducting a thorough evaluation of the product and the reported information. The issue was determined to be a defect in the product. It was ascertained that if a beam fails to calculate, the dose contribution for that one beam is removed from the overall dose calculation, however, the monitor units are not removed. The exported plan will still contain segments and mu for that beam. If the beam is delivered as exported, the plan dose distribution will not match the delivery. On the beam visibility tab, the uncalculated beam is unchecked and greyed out and the log file will also indicate a dose calculation failure for this beam. No patients were mistreated. This defect will be fixed in a future release.

Event description:
The customer reported a failure of dose distribution in qa mode of monaco.